Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. This device is not distributed within the united states, therefore, there is no 510k number for this device. This report is being submitted because this device is similar to a device distributed in the united states. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump overinfused an unidentified patient with an unidentified solution. The pump was programmed to deliver 500 milliliters of the solution over 3 hours, however, the entire volume was delivered in 1 hour. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.